Event description:
Healthcare professional (hcp) reported employee of facility was transporting 1550 device when a caster/wheel fell off. There was no patient or employee injury and no medical intervention necessary as a result of this event.